Manufacturer narrative:
Note: updated the initial reported information. E2: updated to health care provider. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was no power in the handpiece intra-op. There was no patient impact. During device analysis overheating was found.

Manufacturer narrative:
Analysis: drill body is without mechanical damage. The color is not changed. Wire is with slight kinks. The plug is deformed. It is not fully inserted into the connector. The tip of the chuck is slightly dirty. The offset front bearing is visible. The locking mechanism of the bur works well. The bur in the cartridge is fixed. Significant runout of the bur in the chuck tip when turned on. When turned on, the drill works well. There are no coolant leaks from the motor housing. Signal plates on the plug in place. The drill, when connected to the console, is recognized correctly. During testing for 1 min, the middle bearing of the cartridge was * found to heat up to 136 f (tolerance 131 f for 20 min). Conclusion: the drill is in a technically faulty condition and needs to be repaired. Preliminary list of works: opening the motor. Cleaning of internal surfaces. Troubleshooting. Replacement of cartridge bearings. Replacement of the chuck tip. Replacement of the bur conductor. Replacement of the chuck tip bearings. Replacement of cartridge seals. Replacing the motor with a wire assembly. Assembly and sealing. Testing according to manufacturer's protocol.. If information is provided in the future, a supplemental report will be issued.